Event description:
It was reported that the patient was called in to the clinic, experiencing palpitations and dizziness. Upon review, it was noted that the pacemaker exhibited far r over-sensing, which resulted in pacing inhibition and an inappropriate mode switch. Programming changes were made to resolve the issue. The patient was in stable condition.

Event description:
New information received indicates that the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing and mode switch were confirmed. The device was received with normal telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was at eos (end of service) level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case allowing fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.